Manufacturer narrative:
(B)(4).

Event description:
It was reported that about a week ago the device stopped working. The patient was no longer receiving pain relief and had gone to the emergency room for withdrawal symptoms. The symptoms included underdose, nausea, sweating, and decreased (less than 50%) pain relief in the lower back. It was noted that the patient also had oral narcotics; however, the exact drug and dosage were not reported. The logs were read and did not show any issues. On (B)(6) 2015, a dye study was performed. The healthcare professional (hcp) initially had difficulty aspirating the catheter, then was able to push a small amount of dye and then withdrew fluid easily. The dye study was negative and confirmed that the catheter was intrathecal with no kinks, breaks or occlusions seen. A roller study with a prime of 0.01ml bolus showed the pump to be working as expected. The hcp requested a re-prime of the catheter as well as a therapeutic patient bolus of 0.3mg over 30 minutes. After the bolus was programmed it was realized that the volume used was incorrect. The bolus was stopped. A priming bolus of 0.336ml was used for duration of 30 minutes. The bolus was stopped after 6 minutes at which time a volume of 0.0672ml was delivered. The remaining amount of 0.1338ml was programmed to equal the intended bolus of 0.201ml. There was no effect to the patient as the correct amount was given. Approximately 30 minutes after the case the patient was feeling much better and getting great pain relief. Since the pump and catheter seemed to be working well and the patient was getting pain relief after the case, the hcp had no future plans to revise or replace anything. The plan was to monitor over the next several visits with the next refill in (B)(6). The device system was used to deliver morphine and dilaudid.

Manufacturer narrative:
Concomitant products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(4).